Event description:
Spontaneous call. Pt states that pump is connected correctly; however, it will not fill tubing. Pt switched over to other pump and is filling tubing just fine and is attached to back up pump. Advised we will replace malfunctioning pump. Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.